Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump that was in use was adding totals up appropriately, and on one of the hourly assessments, the "given amount" was adding up incorrectly. With a dose of 0.2mg, and 9 doses given, it should read 1.8mg given amount (instead of 1.68mg). On the next check, with 1 dose given, it read as 0.24 mg given amount (should have been 0.2mg). The pump was switched. The issue was discovered during testing. There was no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the complaint could not be duplicated. The unit passed delivery accuracy tests three times within the passing range and twice passed with same value of 21.9 ml. Based on assessment of the event history log (ehl) and troubleshooting, the likely cause of reported matter is "the pump was just trying to make up the amount for the total reservoir; this is normal. The pump would under or over infuse but the total should come out correct once the program is complete which is exactly what took place¿. The pump is functioning as intended. Opened the unit and applied a few drops of oil on camshaft for lubrication. The pump passed all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.